Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's devices were going off themselves, clarifying that their internal batteries implanted were shutting down/turning off on their own. When patient checked with the patient programmers, the lightning bolts are gone. Patient has gone to see their healthcare professional (hcp) and they have found nothing wrong however their machines are not working like they used to which started a couple of months ago. Moreover, patient was transferred to repair because they couldn't turn their stimulation on and off using the patient programmer however they changed the batteries and it started working. No further complications were reported.

Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2017-15620 . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, even though additional battery life was registered, they performed troubleshooting and changed the batteries in the outside monitors. Everything had been working since then.